Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-14290. It was reported the patient lost stimulation. Troubleshooting was unable to provide resolution. X-rays revealed no anomalies. High impedance was later found on all contacts. As a result, the patient's system was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.